Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -14.00/+4.5/116 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens on (B)(6) 2020 and the problem was resolved. Cause of the event was unknown.